Manufacturer narrative:
The most probable cause is not yet determined, investigation pending.

Event description:
A customer reported "4031 sorter x-axis home detection failure and 4033 sorter x-axis home overrun" on the aia-2000 analyzer. The customer assumes a sample cup fell into the instrument the other day, causing the reported errors. The issue persists and the analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.